Event description:
The customer stated a patient generated an architect cea result of <0.50 ng/ml. The sample was retested the next day and yielded a result of 25.63 ng/ml. The patient was being closely monitored and the result of 25.63 ng/ml aligned with the expected result.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation result (B)(4), other: the investigation performed included tracking and trending, device history review, review of customer result logs, review of release testing results and review of historical data. The complaint text stated the customer observed a suspect architect cea result of <0.5ng/ml (below the detection limit of the assay) for a sample that when repeated generated 25.63ng/ml. The patient sample was not available for investigation. The final product release testing results for the architect cea reagent, and abbott controls and panels (in particular the panel level that is targeted at the medical decision point of 5ng/ml) were within specifications. All results generated at release were well aligned with historical data and within specification limits. This review, plus a review of the manufacturing records revealed no issues related to the customer observation. This review indicated the architect cea reagent lot is performing acceptably and within specification. From the data and information obtained it remains unclear what caused the abnormal patient sample result observed by your laboratory for architect cea. The architect instrument logs identified the patient sample in question was the only sample that generated erroneous results, suggesting that a sample specific issue might have caused the abnormal result. This review indicated the architect cea reagent lot is performing acceptably. A review of complaint tracking and trending reports for list 7k68, indicated no adverse trend for the customer issue as this was the only complaint of this nature for lot number 62362lf00. The architect cea reagent package insert addresses correct sample handling instructions, in particular, samples should be examined for fibrin or other large particles. The architect systems operation manual, troubleshooting and diagnostics, instructs the user to perform various checks on the instrument when erratic results are observed. Additionally, to ensure optimum performance, "as needed maintenance", such as washing the probes and sample pipettor should be performed. Based upon the investigation, it has been determined that architect cea, (B)(4), is performing as intended. No product deficiency was identified. This is the final report.